Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a red and painful burn like mark that is stiff and hurts with a sore muscle. The patient reported that on (B)(6) 2026, the lifevest had been shocking them. Per the last download data from (B)(6) 2026, after the patient reported being treated, there are no flags indicating a treatment. Based on the available in information at this time, there is no indication of a device malfunction. Follow up indicated that the skin irritation improved. Reporting out of an abundance of caution.